Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties were encountered. The physician had successfully deployed an express2 otw 5.0 x 24mm stent at 10 atms for 75 seconds in the mid-rca. He then deployed a second express2 otw 5.0 x 16mm stent at 16 atms for 60 seconds in the mid-rca. He was unable to deflate the balloon. He removed the guide wire and the guide catheter. The physician pulled the inflated balloon catheter from the coronary artery back into the iliac artery. He then inflated the balloon to 24 atms, rupturing it for removal from the sheath. The procedure was completed and the outcome was successful. The pt was asymptomatic during this event. Pt was transferred to ICU/ccu for observation.